Event description:
It was reported that a connector was initially loose and the user twisted the piece until it locked, after which normal connection was achieved. No adverse clinical symptoms during the event reported. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction and indicated user technique error related to connector attachment on the connector component. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.